Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 3 of 4. Gts explained the alarm. The home patient (hp) did not disconnect. There were no leaks. There were no unused lines. Gts assisted the hp with retrieving the cassette. Gts advised the hp to let his registered nurse (rn) know about the alarm. The hp was going to follow up with manual exchanges. There was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp's dialysis rn. The rn stated the hp had notified her. The nurse stated the hp did not experience any injury or medical intervention and the only thing he did differently was use ultrabags to complete therapy. The hp then resumed therapy on the cycler.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).